Event description:
On (B)(6) 2023, it was reported that during an alif (anterior lumbar interbody fusion) orthopedic procedure the patient¿s inferior vena cava (ivc) and the iliac veins were torn by the intervertebral fusion cage. A gore® excluder® aaa endoprosthesis rlt351414 was advanced within the ivc and deployed. When trying to cannulate the contralateral gate; whenever the physician would advance the wire it would either get caught up in some obstruction or it would leave the vessel and just go out into the abdomen. When attempting to snare the wire the device was pushed up into the chest and had to be surgically removed. No additional endovascular treatment was considered going forward and the endovascular portion of the procedure was concluded. The physician later this date reported that the patient had expired intraprocedural when his heart stopped due to the damage to the aortic wall, the ivc and surrounding area, and blood loss of 15 units.

Manufacturer narrative:
The gore® excluder® aaa endoprosthesis provides endovascular treatment of infrarenal abdominal aortic aneurysms (aaas). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.